Event description:
It was reported the patient's spectra penile prosthesis revision occurred, due to pain. Size of device was reduced. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: device was returned for evaluation. Analysis results indicate the device operated according to specifications.